Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 398 mg/dl and the sensor glucose was 212 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated that they lost another sensor. Customer did receive a change sensor alert. Customer did receive a sensor updating or sensor glucose value not available alert. The sensor will not be returned for analysis.